Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the crt-d was thoroughly analyzed. Inspection of the device header noted that the header was slightly loose but still intact. There were visible tool marks on the device casing and header surface. Laboratory technicians then utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed that this device's header was loose most likely due to induced damage during the explantation procedure. This crt-d met all specifications during testing. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust.

Event description:
Boston scientific crm received information that during the normal replacement of this cardiac resynchronization therapy defibrillator (crt-d), it was noted that the header was very loose when it was explanted. All measurements prior to the procedure were in normal range and there were no incident of oversensing. The crt-d was implanted subpectorally and is part of the subpectoral implants advisory, initially communicated on (B)(6) 2006. No adverse patient effects were reported. This crt-d was successfully replaced and returned for laboratory analysis.